Event description:
It was reported that this inflatable penile prosthesis pump was revised as the device would not inflate due to a pump mechanical issue. A new inflatable penile prosthesis was implanted. No patient complications were reported.